Manufacturer narrative:
(B)(4).

Event description:
During a replacement procedure, it was stated the pt's device showed impedance readings of >40,000 ohms on combos 4 - 7. It was stated the pt's previous device had been at end of life for more than 6 months, so no previous impedances records or settings could be obtained. Troubleshooting was suggested, but no pt outcome was reported. Device info was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.